Manufacturer narrative:
Patient identifier: requested, not available due to personal data regulation in singapore age & date of birth: requested, not available due to personal data regulation in singapore patient sex: requested, not available due to personal data regulation in singapore. Weight: requested, not available due to personal data regulation in singapore. Ethnicity: requested, not available due to personal data regulation in singapore. Race: requested, not available due to personal data regulation in singapore. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the doctor had an issue while inserting the angio-seal device into the patient. Additional information was received on (B)(6) 2022: the procedure was a percutaneous coronary intervention (pci) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. Manual compression was performed to achieve hemostasis. The patient was stable.